Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the pacemaker had a projected longevity of 12.9 years. Technical services recalculated the pacemaker's longevity as 6.7 years suggesting the projected longevity was an overestimation. No changes or interventions were performed. The asymptomatic patient was in stable condition.